Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that a power on reset (por) message was observed involving her implantable neurostimulator (ins). It was noted that no error codes were observed with the por message and that the cause was unknown. The por was the first observed with the ins and was cleared with a physician programmer; the issue was resolved as of 2018-jun-21. There were no complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.